Event description:
Less than a month after my hsg to confirm blockage, I started having severe pelvic pain, migraines, numbing in my legs, severe monthly bleeding, weight gain, gi issues(led to removal of gallbladder), extreme fatigue, metallic taste in mouth, severe swelling in left pelvic area, bloating and swelling, rash that comes and goes (B)(4).